Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), vulva cyst ('vulvar cyst') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anxiety and cyst. Previously administered products included for an unreported indication: ibuprofen, omeprazole and cytotec. Concurrent conditions included adhd, menometrorrhagia and urine incontinence. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2011 and phentermine hydrochloride (adipex-p) from june 2015 to september 2015. In february 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In april 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary disorder"). In november 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In june 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced vulva cyst (seriousness criterion medically significant), post ablation tubal sterilisation syndrome ("post ablation syndrome"), hydrometra ("fluid in endometrial"), procedural pain ("mirena was not correctly placed which is why the procedure was painful for me during placement of the essure"), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("uti"). The patient was treated with surgery (ablation, d & c, hysteroscopy on (B)(6) 2013, hysterectomy with bilateral salpingectomy and I and d of right vulvar cyst). Essure was removed on 7-nov-2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, nausea, pelvic pain and genital haemorrhage had resolved, the vaginal haemorrhage, menorrhagia, vulva cyst, vaginal discharge, bladder disorder, urinary tract disorder, post ablation tubal sterilisation syndrome, hydrometra, procedural pain and urinary tract infection outcome was unknown and the fatigue and weight increased was resolving. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hydrometra, menorrhagia, nausea, pelvic pain, post ablation tubal sterilisation syndrome, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulva cyst and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, the patient underwent right labial biopsy. She had received treatment for pain, bleeding, fatigue, weight gain and nausea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record :menorrhagia, dysmenorrhea, abdominal pain, nausea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- general abnormal bleeding, pelvic pain and uti. Event outcome was updated- pain and bleeding was resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia/has heavy periods ') and vulva cyst ('vulvar cyst') in a 34-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anxiety, cyst and c-section. Previously administered products included for an unreported indication: ibuprofen, omeprazole and cytotec. Concurrent conditions included adhd, menometrorrhagia and urine incontinence. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2011 and phentermine hydrochloride (adipex-p) from june 2015 to september 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary disorder"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced vulva cyst (seriousness criterion medically significant), post ablation tubal sterilisation syndrome ("post ablation syndrome"), hydrometra ("fluid in endometrial"), procedural pain ("mirena was not correctly placed which is why the procedure was painful for me during placement of the essure"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), headache ("headache"), post procedural swelling ("3 days post operation, I am swollen"), abdominal distension ("bloat"), feeling cold ("cold flashes"), hot flush ("hot flashes"), anger ("angry") and vulvovaginal burning sensation ("14 days post hysterectomy/vaginal burning"). The patient was treated with surgery (ablation, d & c, hysteroscopy on (B)(6) 2013, hysterectomy with bilateral salpingectomy and I and d of right vulvar cyst). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, nausea, genital haemorrhage and pelvic pain had resolved, the vaginal haemorrhage, menorrhagia, vulva cyst, vaginal discharge, bladder disorder, urinary tract disorder, post ablation tubal sterilisation syndrome, hydrometra, procedural pain, urinary tract infection, headache, post procedural swelling, abdominal distension, feeling cold, hot flush, anger and vulvovaginal burning sensation outcome was unknown and the fatigue and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, anger, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling cold, genital haemorrhage, headache, hot flush, hydrometra, menorrhagia, nausea, pelvic pain, post ablation tubal sterilisation syndrome, post procedural swelling, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulva cyst, vulvovaginal burning sensation and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, the patient underwent right labial biopsy. She had received treatment for pain, bleeding, fatigue, weight gain and nausea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record :menorrhagia, dysmenorrhea, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events¿ 14 days¿ post hysterectomy/vaginal burning, hot and cold flashes, bloat, 3 days¿ post operation, I am swollen, headache and anger¿ were added. Event genital hemorrhage was downgraded. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and vulva cyst ('vulvar cyst') in a 29-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anxiety and cyst. Previously administered products included for an unreported indication: ibuprofen, omeprazole and cytotec. Concurrent conditions included adhd, menometrorrhagia and urine incontinence. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2011 and phentermine hydrochloride (adipex-p) from june 2015 to september 2015. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary disorder"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced vulva cyst (seriousness criterion medically significant), post ablation tubal sterilisation syndrome ("post ablation syndrome"), hydrometra ("fluid in endometrial") and procedural pain ("mirena was not correctly placed which is why the procedure was painful for me during placement of the essure"). The patient was treated with surgery (ablation, d & c, hysteroscopy on (B)(6) 2013, hysterectomy with bilateral salpingectomy and I and d of right vulvar cyst). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, fatigue and weight increased was resolving, the vaginal haemorrhage, menorrhagia, vulva cyst, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder, post ablation tubal sterilisation syndrome, hydrometra and procedural pain outcome was unknown and the nausea had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hydrometra, menorrhagia, nausea, post ablation tubal sterilisation syndrome, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulva cyst and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, the patient underwent right labial biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record :menorrhagia, dysmenorrhea, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and vulva cyst ('vulvar cyst') in a (B)(6) female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anxiety and cyst. Previously administered products included for an unreported indication: ibuprofen, omeprazole and cytotec. Concurrent conditions included adhd, menometrorrhagia and urine incontinence. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2011 and phentermine hydrochloride (adipex-p) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary disorder"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced vulva cyst (seriousness criterion medically significant), post ablation tubal sterilisation syndrome ("post ablation syndrome"), hydrometra ("fluid in endometrial") and procedural pain ("mirena was not correctly placed which is why the procedure was painful for me during placement of the essure"). The patient was treated with surgery (ablation, d & c, hysteroscopy on (B)(6) 2013, hysterectomy with bilateral salpingectomy and I and d of right vulvar cyst). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, fatigue and weight increased was resolving, the vaginal haemorrhage, menorrhagia, vulva cyst, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder, post ablation tubal sterilisation syndrome, hydrometra and procedural pain outcome was unknown and the nausea had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hydrometra, menorrhagia, nausea, post ablation tubal sterilisation syndrome, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulva cyst and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, the patient underwent right labial biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record :menorrhagia, dysmenorrhea, abdominal pain, nausea. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received : lot number was added. Reporter information, lab data, medical history, concomitant drug was added. Previously added "injury" was replaced with events "abdominal pain, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, vaginal discharge, weight gain, fluid in endometrial, post ablation syndrome, vulvar cyst and procedural pain" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.